Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
It was reported that the oral antibiotic prescribed to treat recurrent infection around the implant site was cipro (dates and dosages not reported). This report is filed october 17, 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infection around the implant site. Clinical symptoms begain in (B)(6) 2011, and subsequently the patient was treated regularly (type and dates of treatment not reported). The abutment was removed on (B)(6) 2011, and reinserted in the or on (B)(6) 2012. Clinical symptoms persisted periodically, leading to device non-use. The abutment was again removed on (B)(6) 2012. Additional information has been requested, but has not been received as of the date of this report, (B)(4) 2013. The implanted device remains.